Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred. Customer's blood glucose level was over 600 mg/dl; cause was unknown. A manual injection was administered to address elevated bg. Reportedly, customer continued to use the pump for insulin therapy.